Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they did not press on a button for three minutes or longer. Customer also reported they were unable to clear the alarm with the escape and act button. The customer's blood glucose was 66 mg/dl. The customer treated their blood glucose with food. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.